Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient complained about palpitations. The right atrial (ra) lead showed evidence of artifact and intermittent undersensing. Additional information from the clinic disclosed that the patient experienced atrial fibrillation (af) and atrial flutter. The clinic noted the ra lead was observed with far field r-wave (ffrw) oversensing with ventricular pacing. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.